Manufacturer narrative:
(B)(4). Corrected data: date received by manufacturer was reported incorrectly on the initial mw. The correct date is (B)(4)2017.

Manufacturer narrative:
(B)(4). Batch # p55e67. Device evaluation: the analysis found that one psee60a device was returned with the opening mechanism damaged and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. An ecr60m cartridge reload was received partially fired 2/3 consistent with an incomplete or interrupted cycle. Upon further inspection body fluids and corrotion was noted on the tube shaft. One possible cause for this condition may be the exposure of cleaning solution. Accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device. No further functional testing could be performed due to the condition of the device. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a liver resection procedure the device failed to open after firing. The manual over ride was used to open the device. The cut and staple lines were good. A like device of the same product code was used to complete the procedure. There were no patient consequences reported.